Event description:
In 2008, the pt reported an elevated blood glucose reading of 248 mg/dl. She stated she was using the scroll method to give herself a meal bolus through her insulin infusion device and forgot to press the check key after programming the bolus. She stated she felt thirsty and found the elevated reading. She said she checked her device history and discovered she had not received her meal bolus. She stated she corrected her reading to 97 mg/dl by giving herself a 3 unit bolus. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and will be returned for eval, due to a defective button.